Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes: cervix - negative for dysplasia and malignancy. Endometrium -benign endometrium with no evidence of glandular or stromal breakdown.no polyps, chronic endometritis, atypical hyperplasia or malignancy identified. Myometrium - leiomyomata, largest dimension 2.3 cm. Uterine serosa - no pathologic abnormality. Right and left fallopian tubes - fallopian tubes with no pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes: cervix - negative for dysplasia and malignancy. Endometrium -benign endometrium with no evidence of glandular or stromal breakdown. No polyps, chronic endometritis, atypical hyperplasia or malignancy identified. Myometrium - leiomyomata, largest dimension 2.3 cm. Uterine serosa - no pathologic abnormality. Right and left fallopian tubes - fallopian tubes with no pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.